Manufacturer narrative:
Balloon burst was confirmed. A comparative catheter was pulled from stock and tested for rbp. It was taken to 3 atm which is the rbp for this size of balloon. The balloon did not burst. It was then cut with a razor blade. The resultant balloon burst was similar to the burst that was experienced with the complaint catheter. Numed personnel is confident that all pieces of the complaint catheter are accounted for. Typically, balloon bursts are caused by either over inflation or calcification in the area of dilation.

Event description:
Balloon burst.